Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel release) has been confirmed, all therapy electrodes had released gel. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermal damage to the u727, u728, esd700, l702, and l703 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had released gel.